Event description:
Additionally, healthcare professional reported right side "mammary gland deformation" and "pains."

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified device with rupture and red particle material found on the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. Device has been explanted.